Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02100 and 2134265-2017-01936. (B)(6). It was reported that in-stent restenosis and angina occurred. In (B)(6) 2016, clinical status assessment indicated that the patient's qualifying condition was stable angina and was referred for elective cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in mid left anterior descending (lad) artery with 90% stenosis and was 12 mm long with unknown reference vessel diameter. The lesion was treated with pre-dilatation and placements of 3.00 x 12 mm and 3.00 x 16 mm synergy¿ stents. Following post dilatation the residual stenosis was 0% with timi flow 3. Target lesion #2 was located in mid lad extending to proximal lad with 99% stenosis and was 12mm in length with unknown vessel diameter. The lesion was treated with pre-dilatation and placement of 2.50 x 16 mm synergy¿ stent. Following post dilatation the residual stenosis was 0% timi flow 3. In (B)(6) 2017, the patient presented to the emergency department with complaints of severe chest pain and shortness of breath with some nausea while in rehabilitation. The pain was on and off throughout the day and hence took a sublingual nitroglycerin which helped and resolved the symptoms completely. The patient was admitted to cardiac telemetry for further observation. Cardiac enzyme were found to be negative and ECG revealed no acute ischemic changes. Telemetry performed on the same day also revealed negative for arrhythmia. On the same day, cardiac catheterization revealed 70% stenosis in the mid lad and was treated with pre-dilatation using 3.00 x 15 mm nc quantum apex¿ balloon catheter and placement of a 2.75 x 38 mm synergy¿ stent. Following post dilatation, there was 0% residual stenosis with timi grade 3 flow. On the following day, the patient did well and was discharged in stable condition with warfarin, aspirin, clopidogrel and pantoprazole medication.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the implanted 3.00 x 12 mm, 3.00 x 16 mm and 2.50 x 16 mm synergy¿ stents were not related to the event of unstable angina. It was also further reported that target lesion #1 is a de-novo lesion. In (B)(6) 2016, the patient was discharged on antiplatelet therapy. In (B)(6) 2017, the patient was given morphine which relieved the pain completely. Electrocardiogram (EKG) was performed in the emergency department and revealed non-sinus rhythm with nonspecific st and t changes. The patient was hospitalized and was ordered for stress imaging, computed tomography angiography (cta) of the coronaries and cardiac catheterization. On the same day, chest x-ray was performed and revealed no acute cardiopulmonary process. The new moderate lesion was 32mm in length.